Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed has no foot down functions and they disconnected the side rail from the power control module and the bed ran the foot down from the left rail. When the account plugged the side rail back in, the foot ran up on its own. No injury reported.